Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer stated when she connects the I pro there is no flash after connection. The customer changed the sensor and there is no filament and replaced one sensor.